Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in device history file, in the long trace file, or in the power management graph. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump not working. Insulin pump received insulin flow block alarm. Customer was decline troubleshoot. Customers blood glucose was high. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.